Event description:
It was reported that there was poor barrier separation of sample with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: it was reported the gel is broken, detached from the wall.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor barrier separation of sample with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: it was reported the gel is broken, detached from the wall.